Event description:
Initial info received in 2005 shows the surgeon reported the conduit was difficult to suture and position and considered abandoning the device at implant due to thick and stiff wall tissue. However, the product was not abandoned and the case was completed following implant with no initial pt complication reported. In 2005 additional info received reported the pt had expired a few days earlier at a different medical center. The reported cause of death was acute endocarditis; causative organism streptococci group c. The surgeon alleges inadequate product sterilization related to increased thickness of conduit wall tissue.